Manufacturer narrative:
(B)4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported vasoviewhempro vh-3500 blunt tip trocar would not allow co2 into the tunnel when the co2 line was connected to the co2 port. They stated that they had to open a vh-2004 accessory kit to replace the blunt tip trocar. This solved the issue. No significant delay. No harm to patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/08/2024. An investigation was conducted on 03/14/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. No visual defects were observed on the btt. A mechanical evaluation was conducted. The btt was able to be inflated. No visual or physical defects were observed on the silicone of the btt. A 5cc syringe filled with saline was attached to the co2 line on the btt. The syringe was depressed to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device and investigation results, the reported failure "improper flow or infusion" was not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000367852 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.